Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed result of in-progress, and final qc testing were found with acceptable results.

Event description:
A peritoneal dialysis registered nurse called technical services and stated the patient was in drain 4 of 4 and upon cancelation of the treatment the patient encountered a fluid leak. Patient¿s nurse stated the pumps domes had solution on them. Additional information was requested but was not received at the time of this report.